Manufacturer narrative:
This report is being submitted retrospectively as part of internal review.the user reported system inaccuracies.customer care made multiple attempts to contact the user to provide further assistance, but the user did not respond. As such, no further investigation was possible.

Event description:
Senseonics was made aware of an incident where user reported inaccuracies in sensor readings.no injury or medical intervention was reported.customer care made multiple attempts to contact the user to provide further assistance, but the user was not responsive.